Event description:
It was reported that a lancet fragment from the accu-check fastclix lancet drum remained embedded in the customer's finger. The customer discovered the needle embedded under the skin and was able to remove it with tweezers. The customer's finger became infected, however no medical treatment was received.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.